Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D4: lot number added.

Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro laa closure device was implanted on (B)(6) 2024. At a routine 45 day follow up, it was noted via transesophageal echocardiography (tee) that the device had shifted and had a 2.5mm leak present. The patient will continue on anticoagulation medication and will be monitored at the next follow up. There were no patient complications reported. It was further reported that a 27mm watchman flx pro laa closure device was implanted. The closure device was found to have shifted proximal increasing the size of the shoulder so that blood flow is now leaking under the edge of the fabric. The physician is in discussion with the patient about possibly placing a coil to close off the leak.

Event description:
It was reported that the device shifted and did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro laa closure device was implanted on (B)(6)2024. At a routine 45 day follow up, it was noted via transesophageal echocardiography (tee) that the device had shifted and had a 2.5mm leak present. The patient will continue on anticoagulation medication and will be monitored at the next follow up. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: updated from 02/03/2025 to 01/31/2025.

Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro laa closure device was implanted on (B)(6) 2024. At a routine 45 day follow up, it was noted via transesophageal echocardiography (tee) that the device had shifted and had a 2.5mm leak present. The patient will continue on anticoagulation medication and will be monitored at the next follow up. There were no patient complications reported. It was further reported that a 27mm watchman flx pro laa closure device was implanted. The closure device was found to have shifted proximal increasing the size of the shoulder so that blood flow is now leaking under the edge of the fabric. The physician is in discussion with the patient about possibly placing a coil to close off the leak.